Event description:
It was reported via repair work order that the trend angles displayed inaccurately as the lift motors were out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as the trend angle being inaccurate is not likely to harm the patient as the readings are for reference purposes only. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the trend angles displayed inaccurately as the lift motors were out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.